Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient¿s ipg would not hold its charge and the ipg was not working. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg would not hold its charge and the ipg was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg replacement procedure was cancelled due to patient having non-device related cardiac issues. No further course of action.

Event description:
A report was received that the patient¿s ipg would not hold its charge and the ipg was not working. The patient will undergo a revision procedure.